Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 190 mg/dl at the time of the incident. The screen had started to glitch, going on and off last night. It then went completely blank. Troubleshooting steps were guided for blank display. The display did not return after insulin pump restart. Customer was unable to get insulin pump back on after holding down the back arrow twice for 30 seconds. They tried several batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).